Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left main artery with no tortuosity and moderate calcification. After pre-dilatation, a 3.5 x 28 mm xience alpine stent delivery system (sds) was advanced toward the target lesion; however, the device could not cross the lesion due to the patient anatomy. When the sds was removed from the anatomy, without resistance, it was found that the stent was not mounted on the balloon. The stent had dislodged in the patient between the distal end of the guiding catheter and the proximal end of the target lesion. Using a smaller diameter balloon catheter, the stent was retracted into the guide catheter, dilated and was safely removed. The procedure was completed successfully with a new 3.5 x 28 mm xience alpine stent. There was no clinically significant delay in procedure. There was no adverse patient effect. No additional information was provided.